Manufacturer narrative:
Initial reporter: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the introducer/dilator for the sheath separated. The medical doctor (md) was able to retrieve the loose portion of the introducer/dilator and then switched to a different sheath without further issue and was able to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Gfe email received on 04jun2024. Updated field(s): patient demographics, describe event or problem, contact person email address. Occupation: msn, rn, regional manager of cardiovascular services. Complaint record ID # (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the introducer/dilator for the sheath separated from the hub. The medical doctor (md) was able to retrieve the loose portion of the introducer/dilator and then switched to a different sheath without further issue and was able to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The introducer dilator and sheath were returned with dried blood on the components. The hub of the dilator was found broken off from the dilator tubing. No damage was found on the returned sheath. The returned dilator and sheath were measured and found to be within specification. No other visual defects were identified. Based on the results of the investigation to this point, engineering evaluations were performed in order to further assess what may be contributing to dilators breaking at the distal end. Based on the test results, a conclusion was made that smaller sterile load does expose the products to unnecessary high temperature that in combination with dilators pre-exposed to high temperatures would lead to failure. In addition, double sterilization would result in the same outcome. Conclusion of engineering evaluations: there is direct correlation between materials becoming brittle because of increased heat exposure leading to increased occurrence of breakage. The three (3) sources of heat in the dilator process are: extrusion, molding and sterilization. Testing indicates the most heat load on the products occurred when all three (3) processes were running at the high end of their process range. The CAPA 830128 has been initiated and the root cause has been identified as there is direct correlation between materials becoming brittle because of increased heat exposure leading to increased occurrence of breakage. Since the engineering evaluation activity determined that a smaller sterile load may expose the products to unnecessary high temperature, (B)(4) rev db was reviewed to identify any requirements/instructions related to sterile load size. Although procedure (B)(4), preparation of packaged product for gas processing, section 7.5 includes diagrams to support the palletizing of product, rev de (and prior) did not include requirements related to the minimum number of boxes per pallet, and/or the minimum number of pallets to be included in the sterile load. Reference complaint #(B)(4).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).